Event description:
Boston scientific received information that this device displayed a fault code indicating the battery voltage was too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and recommended an immediate device replacement. No adverse patient effects were reported. The device was subsequently explanted and replaced with another manufacturer's device due to reported symptoms of diaphragmatic stimulation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that threshold low voltage battery faults (fault code 1003) were recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.